Event description:
The staff reports that the physician was using the safire ablation catheter. When maneuvering the device, the physician said that the device would not turn to the right. Prior to insertion, the device was tested and was able to turn in all directions without difficulty. The physician said that the device would no longer turn to the right as soon as it was inserted into the patient. The insertion was done without difficulty. The physician, staff, and rep present during the procedure do not know what contributed to the device failure. When the device was removed, it appeared to be intact. The patient had no adverse outcome. Another ablation catheter was obtained and the procedure continued without incident. Staff saved the device for reporting purposes and plan to return it to the rep. Manufacturer response (as per reporter) for bi-directional ablation catheter, safire txthe rep was present during the procedure and aware of the problem.